Manufacturer narrative:
The reported event of sensing noise and pacing problem were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise or pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-24793. It was reported that the patient presented for a follow-up in clinic. Transmission revealed that the pacemaker exhibited noise due to electromagnetic interference and the right ventricular lead exhibited noise oversensing. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2023. The patient was stable.